Event description:
Patient stated her freestyle libre 2 sensor was broken when she received it. She stated that when she went to apply the sensor to her body the needle broke off of the sensor and fell to the floor, while the actual plastic sensor was still attached to her body. FDA safety report ID# (B)(4).